Event description:
The patient could not turn on the stimulation. She tried different positions but still got telemetry failure. The patient had gained about 20 lbs and had multiple medical issues 6-8 months prior along with many medical procedures and she had not used the system in 6 months. The patient received a replacement programmer. Per the physician reprogramming was done and the ins could not be detected. The ins was revised and the outcome was reported as "no injury".